Manufacturer narrative:
The customer's calibration and qc results were ok. The provided calibration signals are lower than expected. The investigation reviewed the system's alarm trace and no abnormalities were found. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results for one patient sample with a cobas e411 immunoassay analyzer. The initial result was 265 pg/ml with a data flag. The repeated result was 75.13 pg/ml with a data flag. The customer replaced the reagent, calibration and qc were within range and repeated the sample. The second repeated result was 9.28 pg/ml. This result was deemed correct as the patient had no symptoms of myocardial infarction and the electrocardiogram was normal. The questionable results were not reported outside of the laboratory. The reagent lot number was 51205003 with an expiration date of 31-may-2022.

Manufacturer narrative:
The investigation is ongoing.